Event description:
It was reported that during an upgrade, the device was hit with electrocautery and reverted to backup mode. A user download resolved the issue and allows the device to be used for bipolar pacing during the procedure. The device was explanted and replaced with an ICD.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.